Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was observed to be damaged and the pump was difficult to charge. There was no adverse impact to the customer¿s blood glucose level. Additional information was not provided.